Event description:
A trilogy 100 ventilator was returned to the manufacturer for service. There was no serious harm or injury reported. There was no allegation against the device. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device¿s active exhalation control module needs to be replaced to address the issue. It was noted that the device was not needed for inventory and the unit was scrapped.